Manufacturer narrative:
Telephone number - e1: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from japan, edwards was notified of a pascal precision ace procedure performed in the mitral position. After release of the actuation wire, the device fingers became caught, and catheter manipulation led to posterior leaflet detachment (slda). Mitral regurgitation was reported as severe at the time slda occurred and later assessed as moderate following placement of a second device. On postoperative day 2 or 3, hemolytic anemia was identified in the presence of mild to moderate mitral regurgitation. A blood transfusion was administered. No prolonged hospitalization was required, and the patient was subsequently discharged.